Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported about a broken needle npe.

Manufacturer narrative:
H6: investigation summary: three open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out returned samples and photos and a broken non patient end of cannula was observed on two samples and a bent non patient end of cannula was observed on the third sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported about a broken needle npe.